Event description:
Received laser hair removal from a company in lutz florida called the laserspot. Owner states machine is a candella laser. Tech has burned and scared me, and burns still have not gone away after 3 weeks. Owner made up some excuse and dismissed us. Went and saw a doctor which states it is indeed burns all over my legs. Refer to additional documents in i2k.